Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes for the gap in the distal glue that could have led to the reported event include chemical stress, poor storage environment (under direct sunlight, high temperature, high humidity, exposure to x-ray or ultraviolet ray), or aged deterioration. Probable cause for the elevator control lever, the forceps elevator not moving was the breakage of the k-wire stopper resulting from metal fatigue by repeated stress. The instructions for use (IFU) states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found and the second leak test was unable to be performed. The elevator was found broken confirming the reported issue. The k-pipe was broken on the elevator lever. During the image inspection, a white dot was seen on the top right corner. Surface scratches were found on the insertion tube and the light guide tube. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that a distal end defect elevator was broken on a videoscope. The issue was found during a procedure. No patient injuries were reported. No additional information has been obtained.